Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use when the issue occurred. Upon onsite visit, the philips field service engineer (fse) inspected and found that the flexspot is faulty. Upon further inspection, it was found that flex viewing pc was unresponsive and could not be restarted or unable to reload the software. To resolve the issue, the fse replaced the flexvision pc. The defective flexvision pc was returned to philips for further analysis. The analysis confirmed the malfunction with flexvision pc as the s61 unit was non-functional, the power would not turn on. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not turn on correctly and live image was not displayed. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.